Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that during an implant procedure a healthcare provider (hcp) attempted to loosen the set screw on an implantable neurostimulator (ins) to insert the lead, but it did not work. A new ins was opened and used without issue. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the neurostimulator (ins) (B)(4) revealed setscrew backed out too far. They were able to get good stable output on all circuits with known good lead. The ins passed ats and the lead insertion tests. The ins passed impedance test in saline. See data in attachments. A known good lead was inserted until the blue tip was observed all the way into the lead port. The complaint could not be duplicated during analysis. A known good lead was inserted and withdrawn 3 times into the connector port. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.